Event description:
During an in clinic follow up, noise resulting in oversensing and low pacing impedance was observed on the right ventricular (rv) lead. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue being monitored.